Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how consult was not available for this device, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shocks as inappropriate therapy. Technical services (ts) was consulted and discussed how consult was not available for this device, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.